Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level and there was a bent cannula on the infusion set. Customer¿s blood glucose level was over 25 mmol/l at the time of incident and feel okay to trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.